Event description:
It has been alleged while the patient was being unloaded from the ambulance the stretcher allegedly lowered to the ground. The patient is alleging personal injury. The identification of the stretcher involved and details of the claimed injury have not been provided.